Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with tvh, right salpingo-oophorectomy, fulguration and excision of endometriosis, enterocele repair, appendectomy, lysis of adhesions and intercede placement due to severe pelvic pain, endometriosis, pop, rectocele, enterocele, third degree uterine retroversion, menometrorrhagia, dyspareunia and sui.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.